Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he changed the infusion set to his insulin pump and ate his meal, but his blood glucose skyrocketed despite bolusing. The customer bolused again but his blood glucose remained high, so he treated with a manual insulin injection. His blood glucose at the time of incident was 548 mg/dl, and his blood glucose on the phone was 219 mg/dl. The hyperglycemia made him feel nauseous and dizzy. The customer stated that earlier that day they went to urgent care when his blood glucose was 339 mg/dl; it was a scheduled appointment to see a diabetic counselor. Troubleshooting was initiated to inspect the pump. The drive support cap was normal. No air bubbles were found in the tubing either. A high pressure test could not occur due to lack of a tubing clamp. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.